Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the proximal end of the crimped stent was damaged and stretched proximally out over the proximal markerband. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 27-sep-2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 38x3.5mm, de novo target lesion was located in the left anterior descending artery (lad). A 38 x 3.00mm taxus liberte long drug eluting stent was selected for use and advanced but failed to cross the lesion despite multiple attempts. The procedure was completed with a different device. No patient complications were reported the patient's status was stable. However, returned device analysis revealed proximal stent damage.